Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due diabetic ketoacidosis and to high blood glucose on (B)(6) 2019 with blood glucose of 648 mg/dl at the time of hospitalization. The customer was treated with fluids and insulin in the hospital. Customer reported they contact their health care professional regarding the high blood glucose. Customer stated cannula was bent. Customer declined troubleshooting. The insulin pump will not be returned for analysis.